Event description:
It was reported that the patient underwent laparoscopic repair of recurrent incarcerated incisional hernia on (B)(6) 2014 and mesh was implanted. It was noted the patient had several loose adhesions of incarcerated omentum inside the hernia at time of mesh implantation. On (B)(6) 2014, the patient experienced nausea and vomiting. Radiologic studies were performed and identified a small bowel obstruction. Patient was treated conservatively with IV nutrition but was not able to tolerate a full diet. The patient underwent laparoscopic lysis of adhesions on (B)(6) 2014. The patient had extensive and ¿extraordinarily¿ dense adhesions throughout abdomen but most concentrated at periphery of mesh. The surgeon opines that dense adhesion contributed to post-operative small intestine obstruction. Mesh remains implanted in the patient. The patient is doing well with no recurrence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.